Manufacturer narrative:
It was reported that on (B)(6) 2025, the scrub tech "was setting up for the procedure and noted the tip of the bulb syringe was missing" and "the broken tip was not located in the pack after the back table was set up." The customer reported that "the syringe was thrown away" and a "new bulb syringe was opened." There was no patient involvement as the patient was not in the room when the damaged syringe was discovered. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, the scrub tech "was setting up for the procedure and noted the tip of the bulb syringe was missing" and "the broken tip was not located in the pack after the back table was set up."